Event description:
It was reported that there was a crack at the tip of the dilator. The 90% stenosed target lesion was located in the moderately tortuous common bile duct. An accustick ii kit was selected for use to insert a drainage catheter. During the procedure, when the physician withdrew the dilator from the patient's body, he found that there was a crack at the tip of the dilator. There was a small pinhole and linear cracking found. No visible separation nor debris was found. The dilator was completely removed from the patient's body through the guidewire in accustick set and the puncture was completed using this device. No patient complications were reported and the patient was stable post procedure.

Manufacturer narrative:
Device evaluated by MFR: one accustick device was returned for analysis (stiffening cannula, dilator and sheath). The devices did not have any broken section. The distal section of the cannula, dilator and sheath had a severe kink. The tip of the dilator was damaged. Functional inspection was performed and the components could not be taken apart due to severe kinking at distal section. No other issues were identified during the product analysis.

Event description:
It was reported that there was a crack at the tip of the dilator. The 90% stenosed target lesion was located in the moderately tortuous common bile duct. An accustick ii kit was selected for use to insert a drainage catheter. During the procedure, when the physician withdrew the dilator from the patient's body, he found that there was a crack at the tip of the dilator. There was a small pinhole and linear cracking found. No visible separation nor debris was found. The dilator was completely removed from the patient's body through the guidewire in accustick set and the puncture was completed using this device. No patient complications were reported and the patient was stable post procedure.